Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not complete image transfer functionality between digital intercommunication of medicine (dicom) and electronic picture archiving and communication systems (pacs) at the site. It was reported there were no concerns with the images being transferred. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: other relevant device(s) are: product ID: 9733808 (software version: 1.1.5). Device evaluation: a medtronic representative went to the site to test the equipment. The system passed the system checkout and was performing as intended. No parts were replaced on the system. (B)(4). If information is provided in the future, a supplemental report will be issued.